Event description:
This was a lead extraction procedure to remove two 20 year old pacemaker leads. It was known prior to the procedure that the insulation on the rv lead (5024m, impl 20 years) was already ruptured. The lead was prepped with an lld and a 9f tightrail was used. The tightrail was not advancing through the svc despite several handle pulls/retractions. The physician then decided to withdraw the tightrail and use a glidelight laser sheath to extract the lead. Upon removal of the tightrail, the physician was unable to withdraw the device because it was stuck on the lead. With some force and handle pull/retractions, small progress was made, however the tightrail was not able to be completely removed from the lead. The physician decided to cut the lld between the tightrail and the patient in order to remove the device. Upon removal of the device, some outer insulation was observed in the device tip. A cook bulldog clip was attached to the outer coil. A 14f glidelight laser sheath was used to successfully remove the lead. The physician then started the extraction of the ra lead (cp14269, impl 20 years) and was able to successfully extract the lead using an11f tightrail. The patient was discharged per operative plan.

Manufacturer narrative:
It is anticipated that the device involved in this complaint is going to be returned for physical evaluation. A follow-up report will be submitted if the device is returned for evaluation. (B)(4).

Manufacturer narrative:
Catheter investigation summary: the inspection of the 9f tightrail mini found that the insulation of the lead appeared to be prolapsed inside the blade component of the catheter. X-ray images of the device were taken and no abnormality in the structure of the tightrail was found. The initial description of the event stated that "the rv lead was already ruptured." The instructions for use instruct the physician to weigh the relative risks and benefits of intravascular lead/catheter removal procedures in cases when the lead/catheter to be removed has a sharp bend or evidence of fracture. Forcing the smallest tightrail device (9f) over the ruptured lead resulted in a prolapse of the insulation that bound the lead within the device, therefore resulting in difficulty getting the tightrail off of the lead. There is no evidence that the tightrail device did not perform as intended or designed. A review of the lhr did not find any non-conformances related to the event.